Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4).

Event description:
It was reported that a patient alleged a daybreak device classic caused damage to a molar. Reportedly, the patient stated that the device broke or chipped a molar during use. No additional information was provided regarding the circumstances surrounding the event.